Event description:
The report involved a male patient with a history of hypertension and hyperlipidemia. The target vessel was the distal right coronary artery (rca). Prior to the procedure, the patient was taking aspirin, clopidogrel, statins, and ace inhibitors. The indication for the index procedure was a previous q-wave myocardial infarction (mi) and resting ECG changes. Intra-procedural medication was both unfractionated and low molecular heparin. Cardiac enzymes pre and post procedure were normal. The proximal rca was 3mm in diameter and the lesion was 20mm in length. Pre-procedure stenosis was 90% and post-procedure was 0. Pre-procedure timi flow was 2 and post-procedure it was 3. The lesion was de novo, bifurcated, with little or no calcification. The classification type was b2. The lesion was pre-dilated with a 3 x 15mm balloon at 14atm. A final kissing balloon was used. A device was deployed at 16atm with satisfactory results. The stent was post-dilated due to the bifurcation. Post-dilation was conducted with a 3 x 15mm balloon at 14atm. Ivus was not used. Medications at discharge were aspirin, clopidogrel, statins, and ace inhibitors. Due to the events reported below, it is also believed an unknown cypher was implanted in the circumflex artery. There is no information regarding the procedure for this cypher. It is unknown when it was placed. Three days after the procedure in the rca, the patient experienced major bleeding, indicated as retroperitoneal, intracranial, or intraocular bleeding. It was categorized as clinically overt bleeding, causing a decrease in hemoglobin of >=3g/dl (or, if hemoglobin level not available, a decrease in hematocrit of>=10%). The same day the patient also suffered a lateral, q-wave mi. Stent thrombosis was confirmed by angiography and a re-pci was required. Information on this re-pci was unavailable. The mi is noted as related to another stent placed in the circumflex after the rca procedure. A month later, the patient suffered a stent thrombosis in the mid circumflex artery. Aspirin and clopidogrel therapy were ongoing. The diagnosis was confirmed by angiography. The stent thrombosis caused an mi. The cause for the thrombosis was noted as multiple stents. The following day, a re-pci was done to treat the thrombosis. The pci was noted as a target vessel revascularization, non-target lesion revascularization of the mid circumflex artery. The mid circumflex was a native coronary artery with 100% stenosis. Evidence of stent thrombosis was confirmed by angiography and treated with balloon dilatation only. Lastly, a month after the rca procedure, a perforation of the branch renal artery was also noted. No other information regarding this event was provided. At the one month follow-up phone call, the patient was asymptomatic and medication therapy was ongoing.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-01630. Additional information will be submitted within 30 days of receipt.